Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip while establishing the final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. While attempting to implant the first clip, during the second final arm angle assessment, the clip reopened to 160 degrees. Several additional attempts were made, but the clip continued to reopen, so the system was removed and replaced. One clip was implanted, reducing mr to grade 1-2. No adverse patient effect or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was investigated and the reported mechanical issue was not confirmed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The instructions for use of the mitraclip system states: do not turn the arm positioner more than one half turn in the open direction once initial resistance is felt to prevent device deployment. All available information was investigated and the reported mechanical issue of the clip opening while established final arm angle/efaa appears to be due to use error as it was reported that the arm positioner was rotated more than a half turn in the open direction while assessing efaa. There is no indication of a product quality issue with respect to manufacture, design or labeling.